Event description:
During a rotator cuff repainr an arthrocare ultra vac 90 was used. The arthrocare device was inserted and a very small metallic piece from its faceplate came loose- 1-2 mm in size. It was debrided with a shaver and removed from the soft tissue with a grasper.